Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called and reported that they experienced low blood glucose, with blood glucose of under 20 and up to 42 mg/dl at the time of the incident. The customer was at 114 mg/dl at the time of the call. The customer used candy, sugar, food, and soda to treat. The customer experienced symptoms such as getting cold. The customer was wearing the insulin pump during the incident. Customer believes the pump was over delivering. Troubleshooting was completed. The customer stated the reservoir was manipulated while connected at the time of the incident. The insulin pump will be returned for analysis.

Manufacturer narrative:
All operating currents are within specification. No unexpected low battery or off no power alarms noted. Device passed functional test including displacement test, rewind, basic occlusion, occlusion, prime , and excessive no delivery alarm test. Device functioned properly. No delivery anomaly noted during testing. The information provided in the section of concomitant product with the initial report was incorrect. The correct information has been included with this report.